Event description:
It was reported that during a procedure of the mildly calcified, non-tortuous, circumflex artery after pre-dilatation with a 3.0 x 15 mm nc trek balloon dilatation catheter at 14 atmosphere (atm), the 3.0 x 33 mm xience alpine stent was deployed. It was noted that after angiography and intravascular ultrasound (ivus) the distal strut edge of the stent appeared deformed and not fully apposed to the vessel wall, so a 3.5 x 08 mm xience alpine stent was deployed at 14 atm. However, after deployment, a dissection with slow flow was noted. A 3.5 x 18 mm xience alpine was used to treat the dissection and slow flow. The patient outcome was noted as fine. There was no adverse patient sequela or a clinically significant delay in procedure reported. No additional information was provided.

Event description:
Subsequent to the medwatch report submitted, additional information was received via maude report states: while the physician was post-dilatating the proximal end of the stent, the physician felt that the stent was not performing as he expected. He feels that the stent may have a possible stent fracture; he proceeded to place a second stent in the proximal end of the first stent in an overlapping fashion and a third stent was then used as well even more proximal. The physician stated that the patient's hospital stay would be extended as a result of the issue with the stent. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to deploy or stent damage from this lot. Based on the reviewed information, no product deficiency was identified. The 3.5x08 xience alpine stent is being filed under a separate medwatch report.